Event description:
A surgeon reported that three months following a glaucoma filtration device implant procedure, the patient was experiencing corneal endothelial cell loss. The shunt remains in the eye. The patient experienced postoperative hypotony.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).